Event description:
It was reported that the rigid video scope had blurry image. The issue was found during a reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image flicker, malfunction with the universal cord, component failure of the light guide bundle, and the light guide bundle of the insertion section is slightly interrupted and weakened and worn-out. A root cause could not be identified. However, based on the results of the investigation, it is likely that the following factors contributed to the malfunction: image flicker due to a component failure of the universal cord, and slight interruption and weakening of the light guide bundle in the insertion section caused by a component failure of the light guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.